Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored episodes containing noise on the right atrial (ra) lead and right ventricular (rv) lead channels, with some farfield oversensing on the ra channel. Changes to ra sensitivity via automatic gain control (agc) resulted in atrial undersensing in addition to oversensed ra noise. Lead insulation damage was suspected on both leads, due to age and the observed lead noise. Impedance measurements were stable on both leads, however it was noted that compromised insulation was not always reflected in the impedance measurements. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received two years later reported that this pacemaker system continued to exhibit occasional farfield signal oversensing. Previously discussed programming recommendations to adjust blanking and sensitivity were implemented, but farfield signals were still observed just before the v-sense. This observations appeared to be attributed to right atrial (ra) lead location near the tricuspid with the ra lead detecting ventricular activation before the right ventricular (rv) lead sensed it. Ts discussed further troubleshooting options and programming considerations, however atrial sensitivity programming options were limited by atrial undersensing concerns due to p-waves ranging from 0.2 to 1.9 mv. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating atrial undersensing had continued as previously described with atrial sensed beats falling in the blanking period after atrial paced beats. Atrial sensed events that appeared outside the blanking period did not show a visible deflection on the ra electrogram (egm). There was no indication of loss of capture; however, since atrial sensed beats were not visible threshold testing was needed. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system stored episodes containing noise on the right atrial (ra) lead and right ventricular (rv) lead channels, with some farfield oversensing on the ra channel. Changes to ra sensitivity via automatic gain control (agc) resulted in atrial undersensing in addition to oversensed ra noise. Lead insulation damage was suspected on both leads, due to age and the observed lead noise. Impedance measurements were stable on both leads, however it was noted that compromised insulation was not always reflected in the impedance measurements. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received two years later reported that this pacemaker system continued to exhibit occasional farfield signal oversensing. Previously discussed programming recommendations to adjust blanking and sensitivity were implemented, but farfield signals were still observed just before the v-sense. This observations appeared to be attributed to right atrial (ra) lead location near the tricuspid with the ra lead detecting ventricular activation before the right ventricular (rv) lead sensed it. Ts discussed further troubleshooting options and programming considerations, however atrial sensitivity programming options were limited by atrial undersensing concerns due to p-waves ranging from 0.2 to 1.9 mv. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.